Manufacturer narrative:
(B)(4).

Event description:
It was reported " iab catheter was connected to iab system ac3 optimus, but the system could not zero the fos sensor (it didn't recognize calibration key)". In an attempt to complete the procedure, the catheter was removed in its entirety and a new catheter was inserted. However, the new catheter experienced the same malfunction with the fiber optic sensor. The second catheter was removed and replaced with an " ap transducer". In conclusion of the event, the patient is reported as still on "iab support" with the "ap transducer". In all three attempts, the same access site in the left femoral artery was used. No patient complications or injury reported. The patients current condition is reported as "critical" and that the patient was in "critical" condition prior to the use of this device. Please see associated MDR# 3010532612-2024-00176.

Manufacturer narrative:
Qn#(B)(4). The reported complaint for "didn't recognize calibration key" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported " iab catheter was connected to iab system ac3 optimus, but the system could not zero the fos sensor (it didn't recognize calibration key)". In an attempt to complete the procedure, the catheter was removed in its entirety and a new catheter was inserted. However, the new catheter experienced the same malfunction with the fiber optic sensor. The second catheter was removed and replaced with an " ap transducer". In conclusion of the event, the patient is reported as still on "iab support" with the "ap transducer". In all three attempts, the same access site in the left femoral artery was used. No patient complications or injury reported. The patients current condition is reported as "critical" and that the patient was in "critical" condition prior to the use of this device. Please see associated MDR# 3010532612-2024-00176.